Manufacturer narrative:
Product was not returned for analysis. A lot number was provided and a trend analysis was completed with no issues identified.

Event description:
Skin itchiness, redness, swelling, stinging and a rash with pustules were reported after application of 3m cavilon advanced skin protectant on the forearm. Symptoms began about 1.5 weeks after application, which started as a small area at the application site and gradually progressed to areas on the limbs. A general practitioner was seen with a referral to a dermatologist, who diagnosed the symptoms as contact dermatitis triggered by an allergic reaction. A steroid injection was administered and a topical medication (unspecified) was provided, after which the symptoms improved; a dark patch of pigmentation appeared on the affected area.